Event description:
It was reported by the customer that their insulin pump was alarming and the keypad was unresponsive. Customer stated they changed the batteries but that it did not resolve the issue. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated device keypad continued to be unresponsive. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 409 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. No failed battery test alarms were noted. Unit received with all buttons responding properly. No button or keypad anomalies were noted. Unit received with cracked case at display window corners, battery tube threads, severely scratched lcd window and broken belt clip slot.